Event description:
It was reported that the bd 1ml 8mm syringe experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger rod was too tight to move when the hcp drew the drug solution from the vial.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1cc syringes and an image featuring 2 1.0ml syringes with no other forms of identification. The distal tips of the black rubber stoppers on the plunger rods are both dragging inside the barrel of the syringes. Due to batch being unknown, no DHR review can be completed. Based on the image and samples received, bd was able to confirm the customer¿s indicated failure of the plunger rods being unable to move. The root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 1ml 8mm syringe experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger rod was too tight to move when the hcp drew the drug solution from the vial.